Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Work order search: no similar complaint type events were reported for units within the same lot. User facility is incorrect, should be distributor. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to elevated intraocular pressure. The patient was prescribed medication for the pressure. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.